Event description:
A customer reported during a biometric exam, the system did not perform biometry. The procedure was completed using an alternate system, there was no harm to the patient. Additional information has been requested but none has been received to date.

Manufacturer narrative:
The company representative examined the system. The company representative replaced the biometry probe and the main printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).